Event description:
It was reported during a bankart repair of the left shoulder a quantity two ar-6069-45l (lot: 12221645) malfunctioned. When the product was opened, the scrub tech attempted to run the suture by rolling the wheel to make sure it worked before handing it to the surgeon. The monofilament from the device came out about two inches and then stopped despite continuing to roll the wheels together and independently. The scrub tech then took a hemostat and tried to pull the suture out the tip as well as roll the wheel to get the suture to run but it still did not feed. A second device was opened to replace the first one but the exact same thing happened as the first. The procedure was completed successfully by using another manufacturer's device. See source data attached.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual inspection identified that the suture had been partially deployed. During functional testing, the suture was able to be deployed once more. No problem was observed. The reelpass was disassembled to check for proper wheel alignment, and no abnormality was noted.